Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving (unspecified) incorrect readings on her adc blood glucose meter. Customer additionally stated, "I was getting the wrong readings because I was testing my sugar and I was taking insulin when I thought I needed to correct". Customer further reported she "ended up in ICU and experienced symptoms of whole body weakness, unable to breathe, dizziness, blurring of vision, whole lot of pain" and stated she "ended up with ketoacidosis" (dka). Medical survey was not completed because customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent injury associated with this event.